Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, the fiber underwent a thorough analysis. The fiber was received in one piece; there were no anomalies in the fiber body. Visual inspection found that the fiber tip was broken. Therefore, the reported event was confirmed. Additionally, the aim beam was bright and distorted due to tip break. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. The instructions for use (IFU) instructs that care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. This is for the same event as manufacturer reports 2124215-2024-47971.

Event description:
It was reported that during the procedure, the fiber tip was broken after a short amount of time lasing. The procedure was completed with another fiber and no patient complications reported. This is the second the two complaints.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. This is for the same event as manufacturer reports 2124215-2024-47971.

Event description:
It was reported that during the procedure, the fiber tip was broken after a short amount of time lasing. The procedure was completed with another fiber and no patient complications reported. This is the second the two complaints.